Event description:
It was reported to boston scientific corporation that a wallflex transhepatic biliary stent was used during a biliary stent placement procedure in the biliary duct performed on (B)(6) 2013. According to the complainant, during the procedure, the stent ¿did not deploy correctly.¿ there was no visible damage to the device. The procedure was completed with another wallflex transhepatic biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine¿. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Based on the limited information available, that the stent ¿did not deploy correctly¿, the most conservative interpretation that the stent was partially deployed will be assumed. Therefore, this will be considered a reportable event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device noted the outer sheath was fully retracted and the stent had been fully deployed. The stent was deployed inside one of two sheaths that were returned and 7 mm of the stent was protruding from the sheath. The stent was removed from the sheath and it was noted that the stent cover was damaged near the retrieval loop. No issues were noted with the delivery system. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex transhepatic biliary stent was used during a biliary stent placement procedure in the biliary duct performed on (B)(6) 2013. According to the complainant, during the procedure, the stent "did not deploy correctly". There was no visible damage to the device. The procedure was completed with another wallflex transhepatic biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Based on the limited information available, that the stent "did not deploy correctly", the most conservative interpretation that the stent was partially deployed will be assumed. Therefore, this will be considered a reportable event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.